Event description:
On (B)(4) 2012, the reporter contacted animas on behalf of her daughter (the patient) alleging that the pump had an inaccurate history. The reporter claimed that the pump's tdd history inaccurately showed 2 days for (B)(6) 2012. The reporter stated that this was abnormal and she denied that the pump date/time was altered on (B)(6) 2012. She also did not think that the pump's battery was removed. The reporter did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had an inaccurate tdd history. However, there is no evidence that the alleged issue contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 09/11/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump history showed a manual date change on (B)(4) 2012 at 10:45 am; the date was changed to 02/28/2011. A time keeping accuracy test was performed and the pump was found to be keeping time accurately.